Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2015 - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2015 - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia and inguinodynia thereby underwent open repair with the implant of perfix plug onlay patch (device #1). Per operative notes, "a long large tubular portion of lipoma of a cord trapped in tissue was dissected. The scars were lysed. The perfix plug onlay patch was only used and secured apically to the lacunar ligament and sutured." (Note: the plug portion of perfix plug was not implanted during the procedure). (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia and right groin pain thereby underwent open repair with the explant of perfix plug onlay patch (device #1) and implant of 3dmax light mesh (device #2). Per operative notes, "the external oblique fascia was adherent to the previously placed mesh and was dissected off. The mesh was dissected from the inguinal floor. The small fat containing hernia was closed with suture and the inguinal floor was repaired. A 3dmax light mesh (device #2) was placed in the inguinal floor and tacked." (B)(6) 2016 - patient was diagnosed with bilateral direct inguinal hernia thereby underwent robotic assisted laparoscopic hernia repair with implant of two bard flat mesh (device #3 & #4). Per operative notes, "a small recurrent right direct hernia was noted. Similar findings noted on left side. Two bard flat mesh (device #3 & #4) was split, trimmed at corners and sutured." (Note: there was no mention/visualization of the previously placed 3dmax light mesh (device #2) during this procedure). Attorney alleged that the patient had nerve damage, pain, hernia recurrence, loss of testicles, mesh excision surgery and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 10 months post implant of perfix plug onlay patch, patient was diagnosed with hernia recurrence, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, pain and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-feb-2013) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b6, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the perfix plug (onlay patch - device #1). An additional emdr was submitted to represent the 3dmax light (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.